Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead exhibited high pacing threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.